Event description:
Health professional reported receiving inaccurate readings on their adc blood glucose meter. Health professional reported receiving readings of 500 mg/dl and 373 mg/dl compared to a lab result of 93 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for the reported meter serial number is unknown.

Manufacturer narrative:
The reported meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All the functional test results were within device specifications. Visual inspection was not within device specifications; the digital doard was cracked/damaged. (B)(4).